Event description:
A customer reported to bec (beckman coulter) that their unicel dxc 600i synchron access clinical system generated bun (blood urea nitrogen) "out-of-instrument range low," triglyceride "blank absorbance high," and "10 cuvettes have failed water blank" errors. In addition, the customer reported that the instrument generated "cartridge chemistry cuvette not dry before first reagent dispense" errors and a leak from reagent probe a was observed. The operator wore personal protective equipment consisting of goggles, a laboratory coat and gloves while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the reagent probe a collar wash valve failed. The fse replaced the reagent probe a collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).